Event description:
It was reported that during an unspecified drainage catheter exchange procedure, a catheter break occured. The flexima biliary catheter had been in place approximately 3 months. The physician used a wire to advance into the drainage catheter to maintain access during catheter exchange. The distal tip of catheter broke off and remained in the patient when the catheter was removed. The physician snared and retrieved the broken piece of catheter. The procedure was completed with the exchange being completed. There were no patient injuries or complications reported.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: the catheter device was received broken in to two pieces. Heavy residue was present on the device to indicate use. From a visual evaluation, it was found that the catheter was broken into 2 sections: distal pigtail tip section and the rest of the working length with the ro marker (band). The hub/stopcock section was cut off the from the catheter likely during catheter removal and was not returned with the device. The catheter was cut approximately 24.5 cm proximal to the ro band. The suture with the stopcock was also not returned with the device. The catheter was discolored/ blackened from use (indwelling) and the drainage holes were clogged with thick residue. The pigtail of the catheter device was found to be broken at the fourth drainage hole from the distal tip. Examining the broken ends the catheter extrusion appeared to be cut/broken at an angle at the fourth drain hole from the tip. All the other drainage holes and the suture holes were found to be intact. It is possible that the suture lacerated the pigtail at the fourth drainage or the indwelling time exceed 90 days which affected the catheter integrity. Both are procedural factors that likely affected the device integrity during use. Examining the working length of the catheter, stress marks were found approximately 12 cm from the ro band towards the proximal end indicating suture was tightly wound/ tied around the working length. The catheter was cut open. Though the catheter was broken, it was likely due to procedural factors and not due to material degradation, softness or wall thickness. A review of the device history record could not be performed since the lot number was not provided in the complaint. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified drainage catheter exchange procedure, a catheter break occured. The flexima biliary catheter had been in place approximately 3 months. The physician used a wire to advance into the drainage catheter to maintain access during catheter exchange. The distal tip of catheter broke off and remained in the patient when the catheter was removed. The physician snared and retrieved the broken piece of catheter. The procedure was completed with the exchange being completed. There were no patient injuries or complications reported.